Manufacturer narrative:
(B)(4). Other device used: catalog #00801803214, versys femoral head, lot #62484572, manufactured by zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to elevated ion levels. During the revision, a pseudo tumor was removed and the stem was determined to be loose.

Manufacturer narrative:
This follow-up report is being filed to report additional information.

Manufacturer narrative:
The femoral head and stem were returned for evaluation. The taper surface on the femoral head and stem note dark debris consistent with taper corrosion. Debris was noted on the external articulating surface of the head. Dimensional measurements of the femoral head and stem conformed to print specifications where measured. Sem images confirmed the presence of dark debris on the femoral head taper. Eds elemental analysis of the debris on the head taper surface was performed. The debris on the head taper consisted of elements carbon, oxygen, silicon, phosphorus, calcium, chromium, cobalt and molybdenum. The reported devices are used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Adherence to rehabilitation protocol and relevant medical history are unknown. Review of the complaint history indicated no prior complaints for the part-lot combinations for the head and stem. It is reported that a legacy zimmer versys cocr head, epoch ii beaded fullcoat extended offset size 11 femoral stem was used with a depuy pinnacle shell and liner . Zimmer-biomet has not tested the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. However, it cannot be confirmed that this incompatibility has any definitive relationship to the reported event. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint was previously confirmed from product received. Revision operative notes were received at a later date, also confirming event. Operative notes stated patient had adverse local tissue reaction. During procedure abundant amount of fluid under pressure that was in trochanteric bursa. A hole in the posterior capsular found. Some debris in the fluid, but was not cloudy. A mid amount of corrosion inside the head was noted. There was some adverse local tissue reaction behind the shell with some bone loss. There was some osteolysis around the proximal portion of the femoral component. Minimal metal debris behind the liner noted. All the trials were removed and the final implants were inserted. No intra-operative complications were reported. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.